Manufacturer narrative:
O-arm software investigation completed. There is no evidence of failure in the logs. All 3d acquisitions were acquired with at least 390 projections and no collimation. Under such conditions reconstructed images must be fully displayed. Those observations suggest that this issue is related with the visualization pipeline. This issue will be continually monitored in a medtronic software anomaly tracking database. Stealthstation software investigation completed. The snapshot images of the stealthstation screen match the same error as shown on the o-arm screen snapshot. The o-arm is sending incorrect images, the stealthstation accepts the images from the o-arm as they are sent. Stealthstation software functioning as designed, suspect issue caused by incorrect functionality of o-arm software.

Event description:
A site representative reported that during a spinal fusion procedure the imaging system images appeared flipped and out of order on the imaging system and navigation system. The surgeon completed the procedure with the use of the imaging system and navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative, following up with the site, reported that the issue has not recurred. A software investigation is on-going.